Event description:
The customer stated the device is coded to 863 but the device when turned on displays the code 821. The customer tried a different code key from the same lot of strips with the same coding result. The customer then tried a third box and the device was correctly coded and he was able to run a successful blood glucose test. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.